Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.